Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel. Due to this, a lead safety switch was triggered. Reprograming and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.